Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H4, h6: a device history record (DHR) review was conducted: this mre review is for sterilization procedure only, part: 04.005.530s, lot: 5l83449, manufacturing site: selzach , supplier: früh verpackungstechnik ag , release to warehouse date: 26.august 2019, expiry date: 01.august 2029. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Non-sterile part was manufactured in mezzovico, part: 04.005.530, lot: 5l60991, manufacturing site: mezzovico, release to warehouse date: 29.july 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H11 corrected data: g2: corrected physical manufacturer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent osteosynthesis surgery for femoral trochanteric fractures by using the tfna implants. The surgery was successfully completed with a more-than-30-minute delay, but it was not reported how many minutes it was delayed. It was confirmed on (B)(6) that femoral supracondylar fractures had occurred, and reoperation was done by using plate and cable on (B)(6) 2020. There is no further information available. This report is for one (1) 5.0mm ti locking screw w/t25 stardrive 40mm f/im nail-ster. This is report 2 of 4 for (B)(4).